Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device ec60a lot number x96e67 and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of esophagectomy performed? Where was the anastomosis created? What anastomotic technique was used? How are the staplers utilized in the anastomosis? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Is the surgeon interested in speaking with ethicon medical and engineering staff? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophagectomy procedure, the patient was identified with anastomotic detachment at gastro esophageal anastomotic site post operative on 19th day of surgery. Upon more enquiry they mentioned that no technique or no gst reloads choice is changed.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024 h6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested and the following was obtained: what type of esophagectomy performed? Robotic iver lewis where was the anastomosis created? Thoracic cavity what anastomotic technique was used? Side to side how are the staplers utilized in the anastomosis? Manual echelon gun with gst60b reloads as we are using since so many years with the same techniques was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? We do not routinely perform a leak test, or perform an endoscopy to visualize the anastomotic site unless clinically indicated how many days postoperative did the leak occur? 5th day how was the leak identified? CT scan what was observed at the site of the leak upon reoperation? 50% circumferrential dehiscence of anastomotic site how was the leak addressed? Re surgery disconnection and stoma were there any issues experienced with the device in the initial surgical procedure? Not technically may be at microscopic level does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Yes due to relaods and may malformation of staples and strength supposed to give for wound support were there other contributing patient factors? Please explain. No but death occurred due to sepsis at 19 th post op day please provide a time line of events. Day 1 surgey day 5 leaks detected day 7 resurgery for stoma creation is the surgeon interested in speaking with ethicon medical and engineering staff? Yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.